Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the hemopro device overheated. The device tip was glovwing red through the monitor. The staff immediately unplugged the device and removed from the patient's leg. This occurred at the end of the procedure so there was no need to use replacement device. The hospital did not report any patient complications.